Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 104 mg/dl. The customer stated that the insulin pump had been in his pocket, so he said that it may have had buttons pressed down for 3 minutes or longer. Advised discontinuation of the insulin pump. Nothing further reported.